Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 6947, lead, implant: (B)(6) 2008; model: 5076-52, lead, implant: (B)(6) 2007. (B)(4).

Event description:
It was reported that a left ventricular (lv) lead exhibited high thresholds. The physician chose to remove and replace the lv lead at the time of the generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation also developed a breach due to esc (environmental stress cracking) while in vivo. A cosmetic depression and cosmetic esc (environmental stress cracking) were also noted. The outer insulation of the lead was observed to have blood ingression.